Manufacturer narrative:
At (B)(6) 2014 - model number has been located.

Event description:
It was reported a loud "explosive" noise came from the concentrator during use. Immediately following the noise, the concentrator started on fire. The patient immediately unplugged the concentrator from the wall and was able to smother the fire with a blanket. The fire department was dispatched to the scene; however, the flame had been extinguished by that time.